Event description:
Additional information received reported the pump was explanted on (B)(6)-2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated the patient¿s previous baclofen pump was on a recall list, and the patient had almost died before the pump was replaced. The patient had known something ¿wasn¿t right with the pump¿. Additional symptoms had included increased spasticity; the patient didn¿t have control. The date of onset was unknown.

Event description:
It was reported that the patient experienced a return of symptoms gradually over the past 2-3 months. The symptoms included increased baseline pain and spasm. It was stated that the patient had a "bunch of pain and knotting up." It was indicated that the patient was taking "a lot" of oral baclofen as a supplement. The patient's last refill was around (B)(6) 2012 and next refill was scheduled for (B)(6) 2012. The pump was explanted. It was later indicated that pump replacement occurred due to a pump recall per the patient and family. There were no patient signs or symptoms reported and no injury. The drugs delivered via pump were morphine and baclofen.